Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel disfunction. It was reported that they had an MRI and after they turned the device back on after the MRI, the device was not helping their symptoms. The patient said they started urinating themselves again at the beginning of last month. The patient called the doctor's office and they told the patient they could mess with the settings. The patient was able to get the device to go then but about 2 weeks later it still wasn't working. The patient tried to change the settings again and made a doctor's appointment but they couldn't get it to communicate at all no matter how hard they tried. The agent walked the patient through communicating with the implant. The patient confirmed they were able to feel the stimulator and increase the stimulation to a comfortable level. The patient was able to connect to ins during the call. The patient though they were trying to use the wrong app.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.